Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Expiration date: unknown as lot # is unknown. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter came out of sheath but the hook would not release. The filter was able to be re-sheathed and removed from the patient. Another of the same device was used to successfully complete the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: the introducer with the filter in the protection sheath, the blue sheath, and the long dilator were returned. Investigation showed, that the filter easily could be advanced, and just as easily could be released from the grasping hook. The inspection gave no explanation for the reported event. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others.

Event description:
Description of event according to initial reporter: filter came out of sheath but the hook would not release. The filter was able to be re-sheathed and removed from the patient. Another of the same device was used to successfully complete the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.